Manufacturer narrative:
The insulin pump was received with detached end cap; unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test also, unable to verify motor error alarms due to detached end cap however, the motor was tested outside of the device and passed. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, stained address serial number label, stained end cap sticker and missing the drive support cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the whole bottom part is coming off. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer stated that they are getting motor error on the insulin pump. Customer's blood glucose was unknown mg/dl.